Manufacturer narrative:
The pump was received with no button error alarm. However, the pump had intermittent button response due to moisture damage on keypad traces. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 271 mg/dl. The customer stated that when she went zip lining, the pump read button error during bolus. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.